Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported during implant of an intraocular les (iol) using a preloaded delivery system, the plunger tip is broken and fell into the patient's eye. The piece of plunger tip was removed and there is no reported patient impact. Additional information was requested.

Manufacturer narrative:
The device was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been advanced outside of the nozzle. The upper portion of the plunger tip is broken. The wipe and tip portion observed in the provided photograph were not with the sample when received at the manufacturing site. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The device tip was broken upon return. The root cause for the damage cannot be determined. No other device damage was observed. It is unknown if a plunger over or underride may have occurred, which might have caused the flexible tip to break. This is atypical damage. Information was provided by the surgeon that the patient is fine. The manufacturer internal reference number is: (B)(4).